Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been to the emergency room (ER) with hyperglycemia. The patient's blood glucose (bg) levels reached 600 mg/dl while wearing the pod between 4 and 24 hours. The patient was treated with an IV of insulin and IV of saline, patient does not know what kind of insulin was provided. Patient stated she and the ER checked for ketones, the results were trace. Patient stated she was diagnosed with hyperglycemia and was not experiencing any other illnesses. Patient stated about an hour and a half after treatment from ER her bg went down to 330 mg/dl. They released her and she went home to sleep.